Event description:
It was reported that during the implant procedure, the physician had difficulty inserting the atrial lead into the pulse generator header. A setscrew anomaly was observed. The device was not used and a new device was implanted. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Evaluation description: final analysis found epoxy between the coils of the atrial contact spring which contributed to the inability to insert the lead. Fiber strands were also noted on the coils of the contact spring.